Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert. Other devices listed in this report: cat # unknown, lot # unknown, description: unknown bushings; cat # unknown, lot # unknown, description: unknown bumper; cat # unknown, lot # unknown, description: unknown axle; cat # unknown, lot # unknown, description: unknown sleeve; cat # unknown, lot # unknown, description: unknown rotating hinge. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that there was a revision of an infected knee, washout and change of components done.